Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the locking pins on the trocar are sheared off. The distal end of the trocar is slightly damaged which is consistent with the trocar hitting the side of the femoral rod. The associated sleeves were not returned with the trocar. From historical investigations, this type of failure on the trocars occurs due to a combination of the quality of the bone and user technique. However, with no information available regarding the technique and the sleeves, it cannot be determined if the above reason contributed to the event. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that while preparing the holes for the rigidfix pins, the trocar locking pin broke. The procedure was completed with another like device with no patient consequences.